Event description:
The sales rep reported the following event on behalf of the user facility: a lumbar drain broke off in a male patient on saturday, in 2006, while it was being placed prior to a craniotomy for aneurysm. According to the neuro resident, while working with the attending surgeon, the catheter was threaded into the dural space successfully. When the surgeon backed out the tuohy needle over the tubing, the tubing sheared off and approx twelve (12) centimeters of the tubing remained inside the patient. The patient was prepped again and general anesthesia was administered for intra operative removal of the remaining tubing. According to the representative, the surgeon claims that the staff followed instructions on the tuohy needle removal.

Manufacturer narrative:
To date the device has not been received for evaluation. Additional information has been requested. An investigation has been initiated based on the reported information.